Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image error (green image) was due to a defective charged coupled device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed/reproduced, the scope produces a green colored image which was found due to a defective charged coupled device (ccd). The inspection also noted a dent on the rigid outer tube. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the endoeye ii high definition, autoclavable video telescope¿s has a colored image defect, ¿image abnormal, screen turns green¿. The reported problem was found during inspection before use. The therapeutic procedure was completed with another scope. No death or injury and no impact to patient or other has been reported to olympus.